Event description:
It was reported to boston scientific corporation that the alliance ii integrated inflation system was used during a gastroscopy procedure. Patient was a male. According to the complainant, during the procedure, the alliance ii would not hold pressure. The pressure gauge needle fluctuated back and forth. Inflation of the balloon did occur, however, the exact pressure could not be identified. The procedure was completed with this device. There has been no report of complications or injury due to this event. Post procedure, the patient's status is fine.

Manufacturer narrative:
User facility was unable to provide lot information, therefore, expiration date and date of manufacture information is unavailable. The complainant indicated that the device will not be returned for evaluation; it has been disposed of; therefore, a failure analysis of the complaint device could not be completed.